Event description:
It was reported that the arctic sun device was unable to lower the patient's temperature. Per review of wo on 26feb2025, device was used on patient and there was no patient injury. Per follow up information received via mail on 26feb2025, the device would be serviced onsite by 3rd party service provider sorevan in spain. Per sample evaluation results received via task on 08may2025, it was reported that the per depot wo ((B)(4)), water tank could not be drained.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the cooling issue was related to the chiller system failing. The chiller system should be checked for cooling failure. Device was scrapped, too costly to repair. Water tank could not be drained. Device was scrapped, too costly to repair. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to lower the patient's temperature. Per review of wo on 26feb2025, device was used on patient and there was no patient injury. Per follow up information received via mail on 26feb2025, the device would be serviced onsite by 3rd party service provider sorevan in spain.